Event description:
Customer called and stated the pad caught fire and burned her pillow and mattress.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: poly cover dirty or stained, cord cut/burned strain relief, switch ok, pad burned, bent/broken lead, bent/broken thermostat, thermostat discoloration, pad dirty or stained, pad stitching loose/open. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over-bent near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on 03/10/2014 that closed (B)(4) pending a future eval of the effectiveness of the solution.